Manufacturer narrative:
Product event summary : further analysis of the device did not reveal any unusual parametric or functional behavior. Nominal performance was observed. The cause of the depleted battery was not determined.

Event description:
It was reported that the device had a prolonged battery charge time and was suspect to early battery depletion. It was also noted that end of service (eos) was reached with manual charge. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: 1888tc competitor pacing lead - 2010-(B)(6); 496835 implantable pacing lead - 2010-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 86% of expected longevity was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Product event summary: additional analysis of the returned device ha been concluded. Based on the destructive analysis results, no internal short occurred in the battery. The li showed localized discharge at the edges and severing in turn 7, which is similar to batteries from devices with known high current drain conditions.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.